Event description:
Additional information was received that the noise resulted in oversensing.

Event description:
During a remote follow-up, noise and a loss of capture (loc) were observed on the right ventricular (rv) lead. No intervention has been performed.

Event description:
Hold 9/15